Event description:
It was reported by repair work order that the customer alleged that the skin of the gatch was caught on the jack head bolt. Upon inspection of the unit by the service technician, it was identified that the jack could not lower due to the litter skin being bent down.